Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure in the left ventricle, access was electively changed multiple times between antegrade transseptal and retrograde approaches, and the catheter lattice was visually inspected for abnormalities each time it was removed from the patient. At the final access change, a very thin, black, thread-like structure was found stuck in the lattice, which could not be definitively identified as charring, tissue, a wire from the lattice, or another material. The catheter was replaced and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number: 0012986121 was returned and analyzed. During visual inspection, the catheter was found to be intact, and no defects were observed; however, dry blood was observed on the lattice. Tests for shorts and mapping passed successfully. During functional testing, radiofrequency and pulsed field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported tissue in tip issue was confirmed during analysis. The catheter failed the returned product inspection due to dry blood observed on the lattice. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.